Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. Investigation is still in progress.

Event description:
Description of event according to initial reporter: "patient died, cause of death unknown." Additional information received 12jun2018: "patient expired on (B)(6) 2018." "Patient experienced spinal shock from paraplegia, but this was not device-specific or related. The physician asserts that the procedure resulted in the paraplegia complication, and that it was not device specific or related." "Product information: a) (B)(6) 2011 index tevar: zteg-2d-34-186-pf-us, lot e2463077----and zteg-2p-38-202-pf-us, lot e2776443. B) (B)(6) 2014 tevar (proximal extension for disease progression) zteg-2p-38-127-pf-us, lot e3078098" patient outcome: patient is deceased

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. Summary of investigational findings: this complaint focuses on paraplegia which occurred after a secondary procedure performed to treat a separation between zteg-2d-34-186-pf-us (lot e2463077) and zteg-2p-38-202-pf-us (lot e2776443). As per clinical assessment of this event, the patient had a secondary intervention several years after index tevar to bridge and correct an endograft component (zteg 2p+2d) separation, causing endoleak type iii - most likely caused by disease progression. During the secondary intervention the endoleak type iii was sealed using a zta component, but at the same time any potential blood supply from the aneurysm sac to the spinal cord was blocked. The exact cause of the paraplegia could not be determined based on the provided information. It should be noted that the physician has not revealed or implied any information to raise concern about device malfunction or otherwise device related contributions to the event. In addition, paraplegia is a known inherent risk of this device addressed in the IFU as an adverse event. Cook medical will continue to monitor for similar events.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.